Event description:
It was reported that the patient was implanted on (B)(6) 2011 due to parkinson ¿s disease. On (B)(6) 2014 the patient had felt the implantable neurostimulator (ins) on the chest site heat and had doubted and ins short. Patient called for reprogramming. Additional information received reported it was unknown if any further troubleshooting was done. It was unknown how the patient was doing at the time of this report. Patient had just felt heating at the chest implanting site.

Manufacturer narrative:
(B)(4).